Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
Consumer reported dissatisfaction with vision after bilateral lens implant. The consumer indicated that she has had three yag procedures for scar tissue in the right eye and one yag in the left eye. According to the consumer, the physician indicated that the lenses did not sit properly in the eyes. This report pertains to the patient's right eye. Reference MDR#2031924-2014-00257 for the patient's left eye.